Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received failed battery test alarm and battery out limit alarm. The customer's blood glucose was 266 mg/dl at the time of incident. The customer's mother stated that the battery cap was crooked. The insulin pump will not be returned for analysis.